Event description:
Pharmacy technician attempted to program ex flow pump to be sent to a pt. Unable to program pump in a "continuous" mode for an infusion time >5 hrs. Pump returned to MFR for eval 12/9/97.